Event description:
Broken distal ball joint. Tip fell off in patient. Additionally, account stated the physician was doing an ovarian cyst removal when the tip fell off inside of the patient. The physician went back in with forceps and retrieved the tip without incident. The case was only delayed long enough to retrieve the tip and get a new instrument to finish the case.

Manufacturer narrative:
A switch blade handle was received for evaluation, but a switch blade scissor tip was not. A functional test was performed on the received handle by connecting a scissor tip from inventory per the device's directions for use. The integrity of the connection between the handle and scissor tip was evaluated per the directions for use (by actuating the instrument) and the connection was confirmed to be secure. The reported issue of the scissor tip disconnecting from the handle could not be replicated. It is concluded that the failure likely occurred because the switch blade scissor tip was not connected to the switch blade handle per the directions for use. The integrity of the "distal ball joint" on the returned switch blade handle devices was also evaluated. It was confirmed that the ball on the distal end of the actuator rod had been sheered off. Although the exact cause of the sheer fracture cannot be determined. Previous testing has shown that excessive stress can be placed on the actuator rod if a switch blade scissor tip is improperly removed from the switch blade scissor tips disconnecting from a switch blade handle. A device review was conducted with no issues noted for the reported lot.